Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During an atrial fibrillation ablation with a thermocool smarttouch sf catheter, the patient experienced blood pressure drop and pericardial effusion first treated with pericardiocentesis, but the blood draining did not stop. The operating room team treated the patient with a pericardial window. The last known patient status was unstable with blood pressure in the 40¿s. The report indicated that after transseptal access with the faradrive sheath/versacross wire, the medical team was mapping with the optrell catheter. The cti (cavotricuspid isthmas) line had already been ablated with an thermocool smarttouch sf catheter earlier in the case. The patient's blood pressure dropped shortly after transseptal access. Intracardiac echocardiography (ice) imaging was used to diagnose a pericardial effusion. Pericardiocentesis was performed (with heparin reversal), but blood draining did not stop. The or team was brought into the electrophysiology (ep) lab to perform a pericardial window. The pericardial effusion was confirmed with ice imaging using a soundstar catheter. The last known patient status was unstable, blood pressure in 40¿s. The j&j products in use were optrell catheter, soundstar catheter, stsf catheter (used for cti ablation). Other devices in used were carto system and bsx pfa farapulse ablation.

Manufacturer narrative:
On 27-jan-2026, the product investigation was completed. During an atrial fibrillation ablation with a thermocool smarttouch sf catheter, the patient experienced blood pressure drop and pericardial effusion first treated with pericardiocentesis, but the blood draining did not stop. The operating room team treated the patient with a pericardial window. The last known patient status was unstable with blood pressure in the 40¿s. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31728755l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).